Event description:
The customer called technical support (ts) reporting that the device has an error code 1007 machine and proximal pressure sensors failed message. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer biomed pulled error codes 1007, 1008, 1113, 110e, 110f, 1110, 1106. Vent had been worked on recently. Customer disconnected all power and checked motor controller (mc) to data acquisition (da) cable and found cable to be disconnected from da board. The customer reseated mc to da cable, applied all power and ran vent in normal ventilation mode. Vent ran without errors. The device passed required performance verification tests per philips standards. This issue was found to be user error as it was found the cable to be disconnected from da board. Based on information provided and/or service performed, the customers alleged malfunction was confirmed to be a user error. The cable was disconnected from da board. The device was not being used for treatment when the reported event occurred.

Manufacturer narrative:
Reporting institution name: (B)(6) medical center.